Event description:
The pt experienced an increase in tone and went through several daily dose increases. The pump contained baclofen 1,000 mcg/ml at a dose of 300mcg/day. Revision surgery revealed that the catheter was fractured with the spinal section in the intrathecal space. The catheter was replaced with resulting good flow. The spinal segment of the fractured catheter remained in the pt. The pt recovered without apparent complication.